Manufacturer narrative:
(B)(4) corneal opacity. Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
A patient contacted our (B)(4) affiliate on (B)(6) 2010 to report redness in both eyes (ou) while wearing 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the us. This report is for the right eye (od). The patient was prescribed "eye drops" and instructed to discontinue lens wear. The patient provided no information regarding prescribed medications or the eye care professional's (ecp) objective findings. A consent form to request information from the ecp was sent to the patient on (B)(6) 2010. The signed consent form was received from the patient and our (B)(4) affiliate contacted the ecp's office for information. On (B)(6) 2011, we received a medical certificate with the following information: the patient was seen at the eye clinic on (B)(6) 2010 complaining of pain, eye tearing and difficulty seeing ou. The patient had 2+ ou bulbar and tarsal conjunctival redness. The patient had significant corneal opacity caused by corneal infiltrates "in the all layers of the whole cornea ou." The opacity slightly improved with the treatment", but the report stated that continuing treatment will be necessary. The patient had purchased 1-day acuvue trueye lenses about 2 months prior to the visit. On (B)(6) 2011, the patient's mother provided additional information, the patient was initially instructed to return for follow-up everyday, but the patient was so busy and could return to the clinic only once a week. The patient is currently instructed to return for follow-up once a month. On (B)(6), the patient's mother reported that the patient was seen at the clinic on (B)(6) 2011 and was told "the patient was told that the patient will be fine at about one more follow-up visit." Our (B)(4) affiliate will try to get information about the patient's recovery. The product in question has not been returned for evaluation and the lot number is unknown. If additional information is received, we will report it within 30 days of receipt. (B)(4).